Manufacturer narrative:
Date of report : 15mar2019, MFR site : updated contact info, date rec¿d by MFR : 04mar2019. The customer confirmed the reported leak test issue. The customer reported applying krytox grease to the sensors and grommets located on the data acquisition pcba resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the device failed the system leak test. There was no patient involvement. Event date not specified; estimate used.